Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided. Dental screw: mhlas, scr replace friction-fit gold & ti abut int hex, lot# unknown/ not provided. Therapy date: unknown / not provided. PMA/510(k) number: k101880. It is unknown at this time if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant on tooth site #19 had damaged internal threads. It was found after discovering a fractured screw. The doctor requested a thread tap tool.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 4109, 4110, 4111 and 4114. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4315. One (1) imp,tsv,4.7,10,mtx,mg (tsvtwb10) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item numbers along with the applicable instructions for use (IFU), and risk files. Based on the evaluation, device malfunction could not be verified. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported events. Monthly post market trending review identified no actionable trends or corrective actions for the reported events or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimvie. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (tsvtwb10) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. The reported events could not be recreated due to the nature of the dental devices and events, and the complaint is related to the functional performance of the devices. A definitive root cause could not be identified. However, based on the investigation, IFU and risk file review, the most likely causes determined from the investigation are excessive loading on abutment/implant assembly, material selection of the implant was not adequate to withstand recommended torque values for placement of restorative component, clinician damages implant seating surface (e.g., raised areas on seating surface of implant, scratches). No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.